Event description:
It was reported that five months after the procedure, the gingiva around the connectors began to recede. This adversely affected the aesthetics and complicated prosthetic reconstruction. It also prolonged recovery and treatment times.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.